Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) sensor that was tested and found to be activating out of specification. The cause of the customer reported problem was the dso sensor activating out of specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.

Event description:
It was reported that the pump had a sensor check that gave upward occlusion. The incident was observed during a functional test in their workshop. There was no patient involvement.